Event description:
The surgeon implanted the micl12.6 implantable collamer lens on (B)(6) 2011 and two days later there was no vault. The lens was exchanged for a longer one and this resolved the problem. Patient vision is fine now.

Manufacturer narrative:
Method: medical review. Result: review of this file indicates that the icl exhibited a low or no vault in this patient, however, no other signs or symptoms were observed. The icl was exchanged with a longer lens which resolved the problem. It has been determined that this complication is related to inaccurate white to white measurement. This is usually secondary to a mismatch between white to white and the sulcus diameter. Surgeons are advised to observe the patient for any signs or symptoms of progressive anterior subcapsular cataract formation prior to exchanging this lens. Staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect outcome of the patient's vision. If no other symptoms are observed, it is recommended to leave the icl implanted. (B)(4).

Manufacturer narrative:
Corrected from micl13.2 to micl12.6.

Manufacturer narrative:
(B)(4) - lens work order search.results - a lens work order search was performed and there were no similar complaints found. (B)(4)